Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) belgium alleging his onetouch vita meter read inaccurately low compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests 3x a week. The patient manages his diabetes with 15 units insulin 2x daily (type not clear) and 500 mg glucopharce pills 2x daily. The patient's usual or expected blood glucose reads about "144 mg/dl." The alleged issue began on (B)(6) 2012. The patient reported blood glucose results of "132 mg/dl" with the subject meter and "154 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. It is not known if the patient made changes to his usual diabetes management routine. About 30 minutes after obtaining the alleged result with the subject meter, the patient claims he felt symptoms of shaking hands, pain in his head, pain in his stomach and sweating. The patient took an additional glucopharce pill (500 mg) as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.